Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Loose thread- tampon [device breakage]. String at the top of the product was reversed [device physical property issue]. Case narrative: consumer reported via phone that there was a loose thread and the string at the top was reversed. No injury reported.

Manufacturer narrative:
Product investigation is in progress.

Event description:
Loose thread- tampon [device breakage]. String at the top of the product was reversed [device physical property issue]. Case narrative: consumer reported via phone that there was a loose thread and the string at the top was reversed. No injury reported.